Event description:
The msi-ps injector was removed from the package and the injector rod was found to be out of alignment. The injector was used to inject a lens and it was overriding the lens prior to insertion. There was no patient contact.